Manufacturer narrative:
A philips field service engineer (fse) went on to the customer sit to evaluate the device in question. The fse set up a system test and found that the pic was alarming according to manufacturer specifications. The philips field service engineer (fse) confirmed that the pic system was alarming according to manufacturer specifications.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the beds have no alarm sounds. No patient harm was reported.